Manufacturer narrative:
The reported patient complication is an inherent risk to this type of procedure.

Event description:
A report was received indicating that tamponade occurred in patient during an ablation procedure in which the baylis medical nrg transseptal needle (rf needle) was used for transseptal puncture. Successful transseptal puncture was achieved with the rf needle using the baylis rf generator (pulse setting of 1 second). However, the rf needle inadvertently perforated the posterior wall. The distal tip of the rf needle was confirmed to be protruding from the cardiac silhouette by fluoroscopy. The rf needle was removed from the patient and pericardiocentesis was performed. Following confirmation that the patient was in stable condition, the ablation procedure continued and was completed without further complications.